Event description:
Customer reports they have no patient or procedural info, other than staff left a note indicating fluoro failed during a procedure and they moved the patient to another room for completion of the procedure. No reported injury.

Manufacturer narrative:
Field service engineer (fse) found fluoro not working during testing. Troubleshot and reseated connections inside the generator cabinet. When fse turned on generator and tested fluoro operation, fluoro was operating normally.